Event description:
It was reported that an ilet user experienced high blood glucose, peaking at 318 mg/dl, after eating two slices of pizza without making a meal announcement. The user changed supplies and glucose decreased to 296 mg/dl thereafter. Symptoms included hyperglycemia without additional clinical effects reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure involving the user interface, specifically a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.